Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis.

Event description:
The article, "valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis", was reviewed. The article presented a retrospective, single center study that evaluated on short and mid-term outcomes of valve-in-valve transcatheter aortic valve replacement (viv-tavr) procedures by comparing procedural outcome to tavr in native valve stenosis. Devices included in the study were medtronic freestyle, carpentier edwards, mitroflow, sjm epic, sorin solo freedom, sjm trifecta, medtronic hancock, sorin crown, sjm toronto, edwards sapien xt, lotus, homograft, edwards sapien s3, direct flow, magna ease, xenograft, and perceval l. The article concluded that viv-tavr for treatment of degenerated bioprostheses improves aortic valve function. However, device success is lower compared to tavr in native aortic valve disease, mainly due to elevated postprocedural mean gradients, especially in small bioprostheses. [The primary and corresponding author was michael paukovitsch, department of cardiology, ulm university heart center, ulm, germany, with corresponding email: michael.paukovitsch@uniklinik-ulm.de]. The time frame of the study was from january 2014 to december 2022. A total of 2316 patients were included in the study, where 100 patients were identified for viv-tavr. Out of the 100 patients for viv-tavr, 16 (16%) received an abbott device. The average age was 81.0 years and the majority gender was male. Comorbidities included atrial fibrillation, arterial hypertension, coronary artery disease, diabetes mellitus, and prior stroke/transient ischemic attack.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, arterial hypertension, coronary artery disease, diabetes mellitus, and prior stroke/transient ischemic attack. Complications reported included surgical intervention (valve-in-valve, pacemaker), unexpected medical intervention (post-bav), stroke, aortic valve regurgitation, aortic valve stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis.